Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 25 - removed cartridge alarm) occurred while the customer was sleeping. Reportedly, the customer had not removed the cartridge during this time; the customer successfully reloaded the cartridge onto the pump resolving the issue. Additionally, it was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge had been filled with 400 units of insulin. Blood glucose level was 200 mg/dl. The customer allowed the pump battery to full deplete and reverted to manual injections for insulin therapy.